Event description:
It was reported that the patient had developed some issues friday and over the weekend. It was noted in order for the patient to get stimulation the patient had just the one channel and one lead in spine that caught both sides of back. It was noted that it was catching about an inch and a half below the pectoral muscles and all the way to the toes. It was noted that the most the patient could turn it up to was ¿4.0 stimulation.¿ it was noted above that it felt like a real tight band on the chest and tightening it up. It was noted that friday the patient was sitting in a conference and if the patient turned or leaned a certain way or putting head down to chest the patient felt abnormally more extra conductivity and sensation. It was noted that it started friday and it was down around the 8th and 10th rib. It was noted that the patient had to put it at 3.5 to get start sensation in right leg and started feeling it in the knee cap. It was noted that the patient didn¿t get sensation in the left leg which started in the knee at 6.2. It was noted that the patient had problems when he went to get up and his feet hurt. It was noted that the patient had to take it up to 10.5. It was noted that the patient reported getting disconnected. It was further noted that the patient reported that in the center of the scar where the wires went in that it felt like someone took a hot curling iron and was sticking him in the back when it got to its high point. The patient reported that he shut the device off and felt this after. It was noted that this happened on saturday. Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had appointments on (B)(6) 2013. It was reported the lead had dislodged or migrated. It was noted a lead revision surgery had occurred on (B)(6) 2013. It was reported an x-ray was performed on (B)(6) 2013. It was noted reprogramming was attempted on (B)(6) 2013. It was reported the patient did not require hospitalization. The patient outcome was noted as ¿no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).